Event description:
The field engineer reported that the system displayed a fast stop activated error message. This error causes the system to shutdown. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. All fast stop switch cables were reseated. The system was then found to be operating as intended.